Event description:
It was reported that since the beginning of the week, the patient felt like something was off, they were weak, they had discomfort on the left side of their body and neck, and they were confused. The patient had a loss of therapeutic effect and they felt like therapy was off. The patient¿s implantable neurostimulator (ins) was ¿running out.¿ when the patient tried to check the implantable neurostimulator (ins) they kept getting a poor communication screen. The last time the patient was able to sync with the ins was last (B)(6). The patient was going to try new batteries in the patient programmer. The patient¿s daughter reported that they decided to call an ambulance and have the patient go to the hospital because they were not feeling well. The patient was in the emergency room and they needed a manufacturing representative to come and check the ins. The patient had been taking levodopa and carbidopa. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-40, lot# j0555189v, implanted: (B)(6) 2007, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_ptm_prog, product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).